Manufacturer narrative:
Additional information received; the authors believed that there is no credible evidence that the endoleak and occlusion were related to the valiant graft or procedure. The occlusion of chimney stent graft was associated with the cessation of antiplatelet agents and stent thrombosis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: citation: authors: ming-yao luo1,2¿, xiong zhang1,4, kun fang1 , yuan-yuan guo2 , dong chen1 , jason t. Lee3 and chang shu. Endovascular aortic arch repair with chimney technique for pseudoaneurysm. Bmc cardiovascular disorders 2023. Doi: 10.1186/s12872-023-03091-4 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding endovascular aortic arch repair with chimney technique for pseudoaneurysm. A valiant stent graft was implanted during the chimney technique(non-medtronic graft) for the left subclavian artery during thoracic endovascular aortic repair. A slow flow type ia endoleak was observed 7 days after the operation. One year later, the endoleak had disappeared, and obstruction of the chimney stent graft occurred. As there was no significant impact on the quality of life of his left upper limb, no further treatment was performed. No further information was provided.